Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The ez- io device was inserted into the left leg, when attempting to unscrew the top apparatus to disconnect, in an effort to connect a t-connector for medication administration, the device would not disconnect. A hemostat was used in an attempt to disconnect the device unsuccessfully. The device was removed from the patient and a separate ez-io device was inserted. The patient was in cardiac arrest. The patient is deceased.

Manufacturer narrative:
(B)(4). One 15mm ez-io needle stylet was returned. Upon receipt, the stylet was visually inspected. The stylet hub had signs of being gripped by a hemostat or other gripping device. No cannula was returned. No abnormalities were observed. A dimensional and functional inspection was not required as part of this investigation. A review of the certificate of conformance found the lot passed all acceptance criteria. As part of the acceptance criteria, a weight inspection is performed which has the capability of detecting a missing cannula. Based on the reported event and investigation, the complaint could not be confirmed. The ez-io needle set was not fused together. Although the root cause could not be definitively determined, it is likely that the user inadvertently discarded the cannula while removing the needle guard. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Additional information obtained on follow up clinical review indicated that no death occurred and another ez-io was inserted successfully for medication administration.